Event description:
It was reported initially that during an endoscopic thyroidectomy procedure, the tissue pad was separated with the jaw right after inserting in the trocar. A new device was used to complete the procedure. There were no adverse consequences to the pt. Add'l info was requested and rec'd. The surgeon found the tissue pad and retrieved it with graspers.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.